Event description:
Pt returned 48 hrs post procedure with blister the size of 25 cent piece near the operative site. Pt states she could feel buring during the procedure at the "blister site". Pad in place and pencil used at operative site.